Manufacturer narrative:
Additional information was added to h4: and h6:. Additional information/correction: d4: expiration date (missing from initial report). H4: lot manufactured between august 12, 2020 to august 14, 2020. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ¿dead bug (gnat likely)¿ was observed inside a sealed rapidfill connector. This was identified during setup and preparation. There was no patient involvement. No additional information is available.